Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that gauge was reading inaccurate. A 26 encore balloon catheter inflation device was selected to be used. During procedure, while pressure was applied, it was noted that the movement of the meter was not normal. The procedure was completed with another of the same device. No patient complications were reported and patient condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the complaint device was carried out for any damage or defect. The gauge needle was at 0atm. Functional testing was performed using the returned stopcock and the unit passed all tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that gauge was reading inaccurate. A 26 encore balloon catheter inflation device was selected to be used. During procedure, while pressure was applied, it was noted that the movement of the meter was not normal. The procedure was completed with another of the same device. No patient complications were reported and patient condition was good.